Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 167, 198, 197, 186 and 150 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated the true metrix air meter had been purchased due to high results being obtained with true metrix meter - reference internal report number (B)(4). Customer stated the results continued to be high and his doctor had ordered blood work - customer's lab result had been 98 mg/dl. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/20/2023 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: result 1: 167 mg/dl date: 12/20 time: 7:10am fasting; result 2: 198 mg/dl date: 12/12 time: 9:55am fasting; result 3: 197 mg/dl date: 12/11 time: 12:06pm unknown; result 4: 186 mg/dl date: 12/5 time: 8:25am fasting; result 5: 150 mg/dl date: 12/4 time: 7:25am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same test strip lot number, different meter serial number. Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 30-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: defect found on returned strips: high results. Internal investigation has been completed. Reported defect not reproduced on returned meter. Product evaluation has been completed and root cause selected. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-061: storage outside specifications.